Event description:
It was reported that the procedure was converted to open surgery.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: one penetrated the skin outside and one pulled out, removed the other one as it over tensioned probable root cause: design inadequate suture material. Implant anchor not designed for adequate strength to resist tensioning. Design does not adequately protect suture during insertion. Inadequate knot design. Suture length insufficient to facilitate loating into tensioner/cutter process. Suture or implant anchor not manufactured to specification. Use of incorrect material application. Excessive force. Suture compromised/frayed during attempted insertion. The device manufacturer date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the procedure was converted to open surgery.